Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis noted contrast media or dried saline in the flexcil line. The gauge needle was reading at 0 atm. The unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge was stuck. A 26 advantage balloon catheter inflation device was selected. During procedure, when pressure was applied it was noted that the gauge did not move. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Event description:
It was reported that the gauge was stuck. A 26 advantage balloon catheter inflation device was selected. During procedure, when pressure was applied it was noted that the gauge did not move. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.